Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving several shocks and fainting. The device was interrogated and revealed aborted shocks due to a potential problem with low hv lead. The lead was replaced. The patient was stable following the procedure.